Manufacturer narrative:
Correction: event description and incident date.

Event description:
Procedure performed: unknown -"instrument catching inside of seal. No adverse event/patient harm reported. Event sample available but is contaminated. Please advise if the sample can be shipped direct from customer ((B)(6)) to applied medical. (B)(4) cannot accept contaminated product."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering did not observe any damage to the components of the seal. Engineering attempted to replicate the customer's experience, but the customer's experience could not be replicated. The unit met acceptance criteria. During the manufacturing process, all seals are thoroughly inspected and tested for functionality prior to packaging. The root cause of the event is likely due to non-axial insertion of instruments. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed: unknown - "instrument catching inside of seal. No adverse event/patient harm reported." Type of intervention - unknown. Patient status: no adverse event / patient harm reported.